Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was received by technical services on 04/12/2017 reporting that this lead has fluctuating impedances values, but they have been high since implant. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).